Event description:
It was reported that during a case at the user facility the core impaction drill was overheating. The case was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a case at the user facility the core impaction drill was overheating. The case was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is ongoing; additional information will be submitted once the results analysis is complete.

Manufacturer narrative:
The technician confirmed the reported event of heating up and noted that the driveshaft bearing was damaged. A damaged driveshaft bearing can cause heat and noise. The device was returned unrepaired per customer request.